Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an open reduction internal fixation (orif) of right ankle, open reduction internal fixation of right syndesmosis and treatment right posterior malleolus without fixation for right closed trimalleolar ankle fracture; right tibiotalar dislocation. There was no complication postoperatively. In a duration of 16 weeks, there was a well-positioned syndesmosis. No signs of radiographic loosening or hardware failure. No new fractures or dislocations are identified. Overall, well-maintained chondral spaces on these weight-bearing views. There is some diffuse osteopenia subjectively noted. No further information is available. This report is for one (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 (B)(4).